Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unable to verify button error alarm due to corroded keypad traces. No numbers ramping noted. The insulin pump has cracked window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube lip, stained address serial number label and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 174 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)